Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: the hospital reported a system shutdown during a case. The unit was replaced and case resumed. There was no patient injury.